Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 700548) inserted for female sterilisation. The patient's medical history included drug allergy, bleed in luteal cyst, cholelithiasis, menorrhagia, ovarian cyst, breast cancer and cholecystectomy. Previously administered products included for an unreported indication: yaz. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy fallowing a cholecystectomy). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Most recent follow-up information incorporated above includes: on 4-jan-2021: mr received: previously reported event 'essure removed' was replaced by 'menorrhagia'. Lot number, medical history, removal date, patient's date of birth, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 700548) inserted for female sterilisation. The patient's medical history included drug allergy, bleed in luteal cyst, cholelithiasis, menorrhagia, ovarian cyst, breast cancer and cholecystectomy. Previously administered products included for an unreported indication: yaz. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy fallowing a cholecystectomy). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Lot number: 700548 manufacturing date: 2009-12 expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jan-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received-previously reported event injury nos was replaced with medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.